Event description:
A friend or family member of the patient reported that they are concerned the implantable neurostimulator (ins) only lasted for one year and the patient will be getting a replacement. It was stated that they noticed the patient's symptoms changed in (B)(6) 2016 because the ins is getting low, and they will be meeting with the healthcare provider (hcp) to discuss replacement options with rechargeable and non-rechargeable batteries. Indication for implant is essential tremor and movement disorders.

Event description:
Follow up information received from the hcp confirmed that the right ins was replaced on (B)(6) 2016 with a rechargeable device, and that the patient may have had additional implant replacements at another facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.